Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call the insulin pump alarmed power error detected. The customer¿s blood glucose level was 19.1 mmol/l at the time of the incident. The customer state the insulin pump switched off during the night because of the power error detected alarm and her blood glucose was elevated in the morning. The customer stated she treated her blood glucose with an insulin pen. The customer stated that she had replaced the battery several times this week. Performed reset internal battery and advised the customer to call back if the power error detected occurs again. The customer called back in the afternoon stating the insulin pump alarmed power error detected again. The customer was advised that the insulin pump will need to be replaced. The insulin pump will not be returned for analysis.